Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise and oversensing, resulting in inappropriate atrial tachy response (atr) episodes. Lead measurements have been stable. Technical services (ts) discussed troubleshooting options and to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.